Event description:
It was reported that the patient had a possible infection at the incision site which was at the back of the neck. Minimal fluid discharge was noted on the incision site. The patient applied neosporin on the incision site and mentioned that everything has cleared up and was back to normal. Additional information was received that a CT scan was perform and revealed that the patient had a methicillin-resistant staphylococcus aureus infection all the way down the ipg site and the cause was unknown. Symptoms of weakness and fever were noted. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The patient was given 2000mg vancomycin. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700 model: sc-2352-70 serial: (B)(6) batch: 21820394/5057291/5074982/7070235.

Event description:
It was reported that the patient had a possible infection at the incision site which was at the back of the neck. Minimal fluid discharge was noted on the incision site. The patient applied neosporin on the incision site and mentioned that everything has cleared up and was back to normal.